Event description:
Caller reported compact plus system blood glucose results, all mg/dl: 4:43am - 257 4:47am - 47 4:49am - 102 4:49am - 45 4:50am - 46 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.